Event description:
Patient had a penile prosthesis inserted 13 years ago for peyronie's disease. The device became nonfunctional and caused pinching and pain. The device was manufactured by american medical systems. The patient stated the model was ams 700 cx, and the doctor stated the model was ams703x. The patient required general anesthesia and surgery to remove old device and to insert a new device. The patient had an uncomplicated surgery and recovery.